Event description:
Hill-rom rec'd a report from the account stating pins on the nurse call is not functioning. The bed was located at the account there was no pt/user injury reported. This report was filed in our complaint handling sys as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found bent pins on the communication board. A search of the hill-rom maintenance records show hill-rom performed preventative maintenance on this bed in 2007 and 2009-214. It is unk if the facility performs preventative maintenance on this bed. The tech replaced the communication board to resolve the issue. Based on this info, no further action is required.